Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6), 2011.according to the complainant, during the procedure when the user opened the device package, there was a black filament on the device. The physician touched the foreign matter, and it came off. Reportedly, there was no visible damage to the device and the seals/barriers were intact and undamaged prior to opening the package. The procedure was successfully completed with another leveen needle electrode.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the needle portion of the device had been inserted into a small black block of dense foam. The distal end of the device appeared to be slightly discolored. A functional evaluation was performed and found that the array could be extended and retracted with resistance. Small black specks were observed on a number of the tines. Additionally, the metal base of the array had a "greenish" tint, although there was no foreign matter. The cause of the greenish tint is unknown. As the device was placed into a piece of black foam to protect it, a definitive root cause of the reported event could not be determined. A review of the device history record (DHR) was performed; which confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, during the procedure when the user opened the device package, there was a "black filament" on the device. The physician touched the foreign matter, and it came off. Reportedly, there was no visible damage to the device and the seals/barriers were intact and undamaged prior to opening the package. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.